Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The device was not returned for evaluation. Further investigation of the complaint is not possible without a device. If the device does become available, the complaint will be reopened for further evaluation. All information concerning this reported incident has been included in our trend analysis of the product line.

Event description:
As reported by the user facility: pt started on levophed for acute hypotension. Bp not improving after starting infusion and pump alarmed for downstream occlusion with noevidence of a downstream occlusion. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. While the pump was alarming the infusion of patient's critical vasoactive medication was stopped, the patient's hypotension worsened to bp 60/23. IV epinephrine was administered while a new IV pump was obtained with improvement in acute hypotension.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400685452. The investigation is ongoing at this time. Bbmi has received correspondence from a customer detailing challenges they are encountering with the infusomat space infusion pumps and sets. The customer indicates that the issues experienced by the medical staff while using bbmi infusomat pumps and sets are causing disruptions in the administration of critical medications resulting in adverse events. In this specific event, the impact was temporary and there were no immediate interventions necessary. As such, the event does not qualify as an adverse event or serious injury. However, special considerations are being made due to increased difficulties the customer has communicated and is experiencing. Therefore bbmi will report this event as a product problem for this instance only. A follow up will be submitted when the investigation results become available.